Manufacturer narrative:
Analysis of programming history confirmed event.

Manufacturer narrative:
Review of programming history.

Event description:
Additional information was received correcting the implant/explant dates of this patient's generator; however, this has not been shown to affect the event date in this file.

Event description:
During review of internal programming history it was noted that a vns pt had a faulted system diagnostic test that changed their settings on (B)(6) 2010. They were interrogated and noted to be at 0/1/130/30/60. The pt left the office programmed off.